Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and skin tags. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine bleeding and lumbar disc degeneration. Concomitant products included oral contraceptive nos from 1988 to 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/periods lasted 7 days"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and adenomyosis ("suspected adenomyosis"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and uterine tenderness ("uterus was extremely tender"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain and vulvovaginal pain had resolved and the menorrhagia, dysmenorrhoea, fatigue, uterine tenderness and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine tenderness, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 208 lbs. First the left tubal ostium is applied with the essure device and four rings were seen on the outside and then there was some difficulty in applying the essure device to the right side. The tip of the essure device was bent and would not go through. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Biopsy endometrium - on (B)(6) 2010: received in formalin is a 1.1 x 1.0 x 0.3 cm aggregate of irregularly shaped, tan brown soft tissue portions. The specimen is stained with eosin and totally submitted. Endo biopsy - unremarkable early secretory endometrium. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Tubes were blocked.; on (B)(6) 2010: confirm sterilization.. Pathology test - on (B)(6) 2010: uterus with cervix and skin tag from thighs. Uterine serosal adhesions. Benign cervix and endocervix. Benign secretory endometrium. Ultrasound scan vagina - on (B)(6) 2010: uterus is 7.46 x 4.69 x 4.49 cm. Uterine volume is 82 ml. Myometrium looks normal, however there are signs suggesting adenomyosis. Endometrium is 5.8 nun thick. Right ovary is 3.4 x 1.8 cm. Left ovary could not be seen. No free fluid in the abdomen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming-dyspareunia, vaginal bleeding, pain, dysmenorrhea, lot number: 636594, manufacturing date: 2009-04 ,expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and skin tags. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine bleeding and lumbar disc degeneration. Concomitant products included oral contraceptive nos from 1988 to 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/periods lasted 7 days"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and adenomyosis ("suspected adenomyosis"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and uterine tenderness ("uterus was extremenly tender"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain and vulvovaginal pain had resolved and the menorrhagia, dysmenorrhoea, fatigue, uterine tenderness and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine tenderness, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 208 lbs. First the left tubal ostium is applied with the essure device and four rings were seen on the outside and then there was some difficulty in applying the essure device to the right side. The tip of the essure device was bent and would not go through. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Biopsy endometrium - on 27-sep-2010: received in formalin is a 1.1 x 1.0 x 0.3 cm aggregate of irregularly shaped, tan brown soft tissue portions. The specimen is stained with eosin and totally submitted.· endo biopsy - unremarkable early secretory endometrium. Hysterosalpingogram - on 15-sep-2009: total bilateral occlusion. Tubes were blocked.; on 01-oct-2010: confirm sterilization.. Pathology test - on 06-oct-2010: uterus with cervix and skin tag from thighs. Uterine serosal adhesions. Benign cervix and endocervix. Benign secretory endometrium. Ultrasound scan vagina - on 27-sep-2010: uterus is 7.46 x 4.69 x 4.49 cm. Uterine volume is 82 ml. Myometrium looks normal, however there are signs suggesting adenomyosis. Endometrium is 5.8 nun thick. Right ovary is 3.4 x 1.8 cm. Left ovary could not be seen. No free fluid in the abdomen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming-dyspareunia, vaginal bleeding, pain, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and skin tags. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine bleeding and lumbar disc degeneration. Concomitant products included oral contraceptive nos from 1988 to 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/periods lasted 7 days"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and adenomyosis ("suspected adenomyosis"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and uterine tenderness ("uterus was extremenly tender"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain and vulvovaginal pain had resolved and the menorrhagia, dysmenorrhoea, fatigue, uterine tenderness and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine tenderness, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 208 lbs. First the left tubal ostium is applied with the essure device and four rings were seen on the outside and then there was some difficulty in applying the essure device to the right side. The tip of the essure device was bent and would not go through. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Biopsy endometrium - on (B)(6) 2010: received in formalin is a 1.1 x 1.0 x 0.3 cm aggregate of irregularly shaped, tan brown soft tissue portions. The specimen is stained with eosin and totally submitted.· endo biopsy - unremarkable early secretory endometrium. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Tubes were blocked.; on (B)(6) 2010: confirm sterilization.. Pathology test - on (B)(6) 2010: uterus with cervix and skin tag from thighs. Uterine serosal adhesions. Benign cervix and endocervix. Benign secretory endometrium. Ultrasound scan vagina - on (B)(6) 2010: uterus is 7.46 x 4.69 x 4.49 cm. Uterine volume is 82 ml. Myometrium looks normal, however there are signs suggesting adenomyosis. Endometrium is 5.8 nun thick. Right ovary is 3.4 x 1.8 cm. Left ovary could not be seen. No free fluid in the abdomen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming-dyspareunia, vaginal bleeding, pain, dysmenorrhea, lot number: 636594 manufacturing date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure and skin tags. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine bleeding and lumbar disc degeneration. Concomitant products included oral contraceptive nos from 1988 to 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/periods lasted 7 days"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and adenomyosis ("suspected adenomyosis"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and uterine tenderness ("uterus was extremely tender"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain and vulvovaginal pain had resolved and the menorrhagia, dysmenorrhoea, fatigue, uterine tenderness and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine tenderness, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6). First the left tubal ostium is applied with the essure device and four rings were seen on the outside and then there was some difficulty in applying the essure device to the right side. The tip of the essure device was bent and would not go through. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Biopsy endometrium - on (B)(6) 2010: received in formalin is a 1.1 x 1.0 x 0.3 cm aggregate of irregularly shaped, tan brown soft tissue portions. The specimen is stained with eosin and totally submitted. Endo biopsy unremarkable early secretory endometrium. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Tubes were blocked; on (B)(6) 2010: confirm sterilization. Pathology test - on (B)(6) 2010: uterus with cervix and skin tag from thighs. Uterine serosal adhesions. Benign cervix and endocervix. Benign secretory endometrium. Ultrasound scan vagina - on (B)(6) 2010: uterus is 7.46 x 4.69 x 4.49 cm. Uterine volume is 82 ml. Myometrium looks normal, however there are signs suggesting adenomyosis. Endometrium is 5.8 nun thick. Right ovary is 3.4 x 1.8 cm. Left ovary could not be seen. No free fluid in the abdomen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming-dyspareunia, vaginal bleeding, pain, dysmenorrhea, most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr was received. The event injury was updated to pain. New events: abnormal bleeding (vaginal)/extremely heavy vaginal bleeding, abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain, vaginal pain, uterus was tender and suspected adenomyosis were added. Concomitant drug, medical history, historical drug and lab data were added. Outcome of event vaginal bleeding and pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.